Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up, water damage) has been confirmed. Upon investigation heavy corrosion was found on all pcas. The root cause of the corrosion inside the monitor was the result of contamination form the ingress of an unknown liquid. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
While assisting a (B)(6) female patient, a zoll patient service representative (psr) contacted zoll customer support to report the monitor's screen had liquid underneath it. The patient was issued a replacement monitor